Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional severe mitral regurgitation (mr). The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, when the clip introducer was connected to the hemostasis valve, a leak occurred. Therefore, the clip delivery system (cds) was removed and replaced. Two clips were deployed successfully reducing mr to mild. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.